Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5. The getinge field service engineer (fse) has confirmed that all testing was performed on the iabp unit passed to factory specifications. The iabp unit was then cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checkup by technician the cs300 intra-aortic balloon pump (iabp) switched off. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine checkup by technician the cs300 intra-aortic balloon pump (iabp) switched off. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse found that the mains cord was loose and had caused the batteries not to be charged which later resulted in the unit turning off. To fix the issue, the fse reconnected the mains cord properly, charged the batteries properly, tested the unit for more than 1 hour, and it worked fine. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been shortened due to field character limit; the full name should read (B)(6).

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11corrected fields: d1, d4, d5, h6 (component codes)

Event description:
N/a.